Event description:
The plaintiff's atty alleged that the pt experienced a severe adverse cardiovascular event and subsequently expired the same day. It was reported that these events occurred due to the administration of the prod for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. FDA pt code was used to report the non-specific severe adverse cardiovascular event.